Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous left circumflex coronary artery. During advancement of a 2.50x15mm traveler balloon dilatation catheter (bdc), resistance was met due to anatomy and failed to cross. The traveler bdc shaft was noted to bend and upon removal, separated into two pieces outside the body. A new 2.5x15mm traveler bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.